Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 due to the high blood glucose level. The customer's blood was over 600 mg/dl at the time of the incident. The customer's current blood glucose level was 126 mg/dl. The customer was treated with the bolus from insulin pump and manual injections. The customer was not wearing the insulin pump at the time of the hospitalization. The customer was assisted with the troubleshooting. The customer also reported that the cannula was bent. The insulin pump will not be returned for the analysis.